Event description:
Intensive care personnel were attending to a patient, condition unknown. An attempt was made at external pacing over an extended period of time. Allegedly after initially obtaining capture, the device displayed a pacing leads off message and the current dropped to oma. The defibrillation/pacing electrodes were replaced and the scenario allegedly occurred a second time. A back device was obtained and used with the same results. The reported stated there were no adverse effects to the patient as result of the alleged malfunction.

Manufacturer narrative:
Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.